Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The date for the re-implant of this device was estimated to be (B)(6) 2010.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was initially implanted in a patient residing in the united states. Approximately two months after the ICD was implanted, the patient passed away. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death. Boston scientific's medical records indicated that the ICD had been buried with the patient. Approximately six years later, information was received that this ICD is now implanted in a different patient residing in india. The patient was admitted to the hospital in (B)(6) while experiencing at ventricular tachycardia (vt) storm. The patient underwent a sympathectomy; however, the patient began to have additional episodes post-procedure. The physician decided to place a magnet over the device to prevent shock delivery; however, the ICD was still delivery therapy despite magnet application. Boston scientific technical services (ts) was contacted for further assistance. Printouts were also submitted to ts. A ts consultant reviewed the data and discussed that there were 20 magnet applications on the day in question. The data showed that many of the durations of the magnet application were only a few seconds so it is believed that the magnet placement was not ideally located or was being moved so that the ICD intermittently detected the magnet. At this time, the ICD remains implanted and in service in this patient residing in india. No additional adverse patient effects were reported.